Event description:
It was reported that a patient had an undesirable change in stimulation. Signs and symptoms included the patient getting "zapped" every once in a while. Reprogramming was done and the amplitude was lowered from 3.4 to 2.4 on (B)(6) 2011. Patient outcome was noted as resolved without sequelae on (B)(6) 2011. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, lot # v571447, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer.